Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day the patient was admitted to the hospital for the event. Treatment for the event was not reported. At the time of the report the patient remained hospitalized and was recovering from the peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined to provide any further information.